Event description:
Reportedly, after confirming the green mark, the instrument was fired but the anvil did not tilt, also the device could not be removed and the tissue was not cut completely. The low anterior resection was converted to a colostomy.